Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not turn on and there was no battery voltage displayed on the meter. The batteries were replaced, and the system would not turn on. There was no battery voltage indicated on the meter. The system would initiate start up when the umbilical cable was disconnected. The power enclosure was replaced but the system still would not turn on. The charger assembly was replaced and the system had a battery voltage reading on the meter. The system could be turned on. The power tray was replaced and one of the connectors was cracked. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure, charger enclosure, and power tray have been received by the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system had no battery level. The system had been plugged in for a week. This was reported outside of a clinical environment.

Manufacturer narrative:
The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The fuses on the battery tray passed continuity testing. When installed on a known good system, motion and the generator readied. Communication and charging were successful. 2d and 3d images were acquired successfully. No failure was found. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. When the charger enclosure was installed in a known good system, the system did not power on. Analysis found that the reported event was related to an electrical issue. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed; they were found to be shorted. Visual inspection showed corrosion/rust on the external fan mounting bolts. Light corrosion was found on c44 on the pcba. Analysis found that the reported event was related to an electrical issue.10, 213, and 4315 are associated with the power tray. 10, 120, and 4307 are associated with the charger enclosure and power conversion enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.